Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the videoscope had a damaged distal tip and was becoming detached; however; per the legal manufacturer, this issue of the distal end peeling is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a leak on instrument channel, the distal sheath was stretched, cracked and missing, there was a white spot on left upper portion of screen image, the distal end was collapsed, the insertion tube boot was cut and there was scratches on the video cable protector boot. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the videoscope has a damaged distal tip, the tip of the scope was coming detached from scope. The issue was found during reprocessing. There were no reports of patient harm.